Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced kinked tubing events in 5 infusion sets due to a piece of paper that was wrapped in a circular motion and adhesive tape getting stuck at the reservoir part. No further information available.